Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation and the reported problem was confirmed. This problem is related to connector pc board failure. A review of conmed linvatec records found this handpiece was manufactured in december 1997 and the last repair was in 2005. Preventive maintenance for this device is recommended every 12 months and documented in the handpiece instruction manual. A review of the product history for the past 2 years shows one other reported event for this failure mode. No injuries are associated with this failure mode. This product will continue to be monitored for failures.

Event description:
It was reported that this shaver handpiece changed modes on its own. The handpiece was not used and there was no report of injury or surgical delay associated with this event.